Manufacturer narrative:
One used device was returned for investigation. No discrepancies related to the complaint were found during visual inspection. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet dimensions. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent application during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the leakage happened from the connection during priming. There was no patient involvement.